Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: additional information requested: 1st follow-up for additional information to the sales representative: can you please provide more event details? Was the cartridge reload the source of the fragments? Please explain. No fragments are actual tissue still on the instrument. If so, did the silver metal pan/tray of the cartridge separate for the rest of the reload?no. Were any fragments generated from the pcee45a stapler? No. If yes, please provide details. Were all pieces of the cartridge reload/device retrieved from the patient? Yes. Was it necessary to cut the device from the tissue to remove it from the patient? No. Did the jaws eventually open? No. Do you know what specific cartridge reload was used with the stapler at the time of the event? Gst45b. Was there bleeding that needed to be controlled? No. Please provide details. How much blood did the patient lose? Not available. Were any blood products or transfusion required? No. If so, please explain. Is the current patient status known?patient doing fine, no consequence from device failure. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. Please explain.

Event description:
It was reported that during a CABG with atrial appendage removal, the pcee45a was fired across the atrial appendage and the device would not open nor would it release from tissue. The reverse button was used as well as the manual release deployed, but that still did not open the instrument. It is unknown how the case was completed. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). D4: batch # t5eh56. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with one gst45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.